Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed high capture threshold and intermittent capture of the right ventricular lead. Programming changes were made to resolved the issue. Patient remained asymptomatic throughout event.